Event description:
It was reported that after the patient finished charging their implantable neurostimulator (ins), they saw a not found message. The patient said it took them a long time to charge their ins last night because the ins battery had slipped all the way down into their breast and it was very hard for the recharger to "read it in there" so they wanted to check their ins battery status afterwards. The patient stated they tried to connect to their ins settings and got the 'not found' message. Patient wasn't ware of the recharger application. Patient services reviewed recharger application with the patient but did not ask any further questions about the comment as they were focused on the reason for call. Patient did note that they talked to their managing health care provider about the ins slipping. The healthcare provider was aware of the issue. Patient may call back in the future for assistance in using the recharger application as they charged. Documented reported event. No further action was taken by patient services. (B)(4).

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.